Manufacturer narrative:
(B)(4). Voluntary medwatch report number(B)(4). E4: initial reporter also sent the report to FDA - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient developed a skin reaction. The reaction consisted of redness, pain, and yellow drainage under the sensor patch. On (B)(6) 2020, the patient was evaluated by a healthcare personnel (hcp) who performed a wound culture, diagnosed the patient with an infection and prescribed oral antibiotics and triamcinolone cream. At the time of report, the skin reaction was healing. No additional patient or event information is available.